Manufacturer narrative:
No lenses were returned for evaluation. The company reporting the event was performing a (B)(4) and noted the adverse event was to be reported to the FDA per 21cfr 803.22(b)(2) although did not provide a report number.

Manufacturer narrative:
This is being filed as a follow up correction of this report no lenses were returned for evaluation. The company reporting the event was performing a (B)(6) study and noted the adverse event was to be reported to the FDA per 21cfr 803.22(b)(2) although did not provide a report number. Product not returned.

Event description:
Coopervision was informed that a patient enrolled in a (B)(4) experienced iritis and a significant infiltrative event that may be associated with (B)(6) (as the patient had a cold sore). Follow up investigation notes the patient had sudden onset of pain and redness with light sensitivity. The patient was diagnosed with iritis (moderate) and corneal infiltrates grade 3. The patient was treated with zymaxid, fml (fluorometholone) forte drops and acyclovir po. It is noted the primary infiltrate located temporally, resolved to non visually significant scar and the secondary infiltrate was diffuse secondary anterior stromal infiltrate that was almost resolved. The scar is not compromising visual acuity. Faint lingering infiltrate still remains as of (B)(6) 2013 and is presumed related to (B)(6). The patient off of meds and continues to be followed.

Event description:
Coopervision was informed that a patient enrolled in a (B)(6) study experienced iritis and a significant infiltrative event that may be associated with (B)(6). Follow up investigation notes the patient had sudden onset of pain and redness with light sensitivity. The patient was diagnosed with iritis (moderate) and corneal infiltrates grade 3. The patient was treated with zymaxid, fml (fluorometholone) forte drops and acyclovir po. It is noted the primary infiltrate located temporally, resolved to non visually significant scar and the secondary infiltrate was diffuse secondary anterior stromal infiltrate that was almost resolved. The scar is not compromising visual acuity. Faint lingering infiltrate still remains as of (B)(6) 2013 and is presumed related to (B)(6). The patient is off of medications and continues to be monitored. .